Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle is slow to retract. The following information was provided by the initial reporter: took 2 piv catheters out to try them as nursing had been complaining of the pivs not retracting. He stated hit the button once nothing happened and then hit again and it took some time to retract. He did this experiment twice with a 20 gauge catheter. He tried a 22 gauge and it worked fine.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction could not be confirmed from the returned samples. Three insyte autoguard needles were provided for investigation. The needles were received fully retracted. A functional test showed that the retracted time was within specification. The condition of the returned device may prevent confirmation of the reported issue. Once the needle fully retracts, the reported issue may not be possible to replicate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.